Event description:
In 2009, the patient's mother reported the pt has had elevated blood glucose readings. She stated the pt had elevated readings yesterday of 20.3 mmol/l (365.4 mg/dl) and 17.1 mmol/l (307.8 mg/dl). She stated the patient's blood glucose this morning was 9.6 mmol/l (172.8 mg/dl) which she treated by bolusing 1 unit of insulin. At 11:41 am, her reading was 17.4 mmol/l (313.2 mg/dl) and she took a bolus of 5 units of insulin. At 2:56pm, her reading was 20.9 mmol/l (376.2 mg/dl) and she took a bolus of 9 units of insulin. She stated the pt had an occlusion error on her insulin infusion device today and a bolus cancelled at 11:38 am. She said the pt did not take any actions to clear the error but when she put her device back in the run mode, the error did not reoccur. During troubleshooting, she said the pt changes her infusion headset every 2-3 days. She was advised to change it every 2 days. She confirmed the time and basal rates on the patient's device are accurate. She said the pt sometimes forgets to take her meal bolus while at school. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was not requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.